Event description:
A surgeon reports performing a lens exchange due to the patient's complaint of blurry vision following intraocular lens (iol) implant surgery. Lens was replaced with a monofocal lens model. Additional information including the patient's current status has been requested.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 11/15/2006. Phone follow-up was conducted on 11/27/2006. To date, a completed questionnaire has not been received.